Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate shocks due to oversensing. A lead integrity alert (lia) triggered due to high impedance and short v-v intervals. A fracture was confirmed. The lead was turned off and then subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).